Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer was also reported that the insulin pump was not working. Troubleshooting was not performed for high blood glucose due to the insulin pump not working. Customer stated that the sensor had change sensor alert. The insulin pump will not be returned for analysis.